Event description:
The philips (B) (4) representative reported that the unit failed to power up during the shift check. This event is one of the (B) (4) incidents which were discussed with FDA representatives on 14-jan-2009.

Manufacturer narrative:
The philips (B) (4) representative reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A follow-up report will be submitted upon completion of the investigation.